Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the pt underwent vns replacement surgery due to reported high lead impedance and "lots of scar tissue." "The pt denies feeling any stimulation, as he usually would even on magnet mode." Good faith attempts to obtain add'l information are being made.